Event description:
It was reported that during a da vinci si hysterectomy procedure, the grip on the tenaculum forceps instrument was not tight. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering did not confirm the reported complaint (grip was not tight) . However, there was a broken pitch cable found at the distal clevis, which would cause a lack of intuitive movement at grips. The cable segment that contains the crimp was missing from clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. An additional observation not reported by the site were deep scratches on the main tube. The distal end of main tube had two scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. No other damage found. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction and observed malfunctions found during investigations if to reoccur could cause or contribute to an adverse event.